Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic colon resection according to the reported: the stapler failed to secure a seal in the staple line once it was fired. A second device from another manufacturer was used to complete the procedure. There was no reinforcement material used. There was unanticipated tissue loss. There was no blood loss greater than 500ml due to the product problem. Surgical time was extended by more than 30 minutes. There was a conversion to an open procedure.